Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6) 2023, it was reported by a facility representative via sems that an ar-3210-0031 camera is showing lines on the monitor. This was discovered during a procedure. The case was completed by using a new camera with no patient harm.

Manufacturer narrative:
(Head board) the evaluation determined that the reported event was caused by a defective head board. (B)(4).